Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A consumer reported an intraocular lens (iol) that was exchanged due to a crack in the lens causing slash/diagonal marks and cloudiness in her vision. The cracked lens occurred during an iol implant procedure. The physician noticed the crack after the unfolding of the lens, and upon consulting with her colleagues, felt that it would not hinder the patient's vision if she left the lens implanted. The lens was later removed during another procedure. Additional information was received from the surgeon that the new lens is iris fixated.